Event description:
It was reported that during a ptca/stenting treatment procedure, a balloon rupture occurred. The lesion was located in a heavily calcified and very tight mid right coronary artery. The 2.00 x 12 mm apex balloon was inflated to 10 atms and burst. The physician attributed this to the heavy calcification. The procedure was completed with rotational atherectomy and stenting of the lesion. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).